Event description:
Device malfunction: none. Symptoms/ae: decreased visual acuity left eye, mild aphasia, and slurred speech. Time of symptoms/ae: during hospitalization. It was reported that after a carotid procedure of the lic and lcc, the pt experienced neurological events of decreased left eye visual acuity, mild aphasia, and slurred speech. The pt was admitted in 2005 with symptoms of transient ischemic attack and chest discomfort. Neurological symptoms included left and right hand numbness and occasional complaints of visual changes. Mi was ruled out and the pt underwent ptca of right coronary artery on three days later. On four days later, the pt underwent carotid stenting with good results. Status post procedure, the pt began to experience blurriness in her left eye with visual field cuts, slurred speech, and aphasia. The aphasia and slurred speech were resolved on two days later. The pt was discharged to home on the same day. On nine days later, the pt was seen by an ophthalmologist who stated that the pt experienced an inferior branch retinal artery occlusion. Add'l visit the following month revealed that the visual loss was "almost completely cleared." No add'l info available.

Manufacturer narrative:
The rx acculink carotid stent system, part # 1011342-30, referenced is being reported under the same MFR report number.